Event description:
Reportedly, on 2023-09-28 the japan team received a phone call from a medical institution saying that a patient with an implant on (B)(6) 2023 is trying to pair with smartview connect (s/n: unknown). They got the message "no signal" displayed. They were asked to check this device. When the screen was checked, it was confirmed that the letters 4g and three radio wave marks were displayed. They tried again on (B)(6), 2023 in a different location, but the message "no signal" was still displayed. Pairing was attempted at the patient's home on (B)(6), 2023., they were able to enter the serial number, but after a while the message "no signal" appeared. Smartview connect will be replaced.

Manufacturer narrative:
Upon reception, the returned smartview connect was tested and the reported behavior was not reproduced, as no error message was displayed and normal communication with the back office was observed. Therefore, it can be suspected that the reported issue resulted from a poor network coverage at the location where the error message was displayed. Based on available data, no malfunction is suspected on the smartview connect app. This case is recorded for trending purposes.

Event description:
Reportdely, on 2023-09-28 the japan team received a phone call from a medical institution saying that a patient with an implant on (B)(6) 2023 is trying to pair with smartview connect (s/n: unknown). They got the message "no signal" displayed. They were asked to check this device. When the screen was checked, it was confirmd that the letters 4g and three radio wave marks were displayed. They tried again on (B)(6) 2023 in a different location, but the message "no signal" was still displayed. Pairing was attempted at the patient's home on (B)(6) 2023., they were able to enter the serial number, but after a while the message "no signal" appeared. Smartview connect will be replaced.